Manufacturer narrative:
Please note that the following section was updated for clarification: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned catrx revealed a proximal shaft fracture. If the device is forcefully mishandled at an extreme angle during advancement, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed an additional fracture in its mid-shaft. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery using an indigo system catrx aspiration catheter (catrx), a guiding catheter and a short sheath. During the procedure, while advancing the catrx into the coronary vessel, the physician fractured the proximal end of the catrx. Therefore, the catrx was removed. The procedure was completed using a new catrx, the same guiding catheter, and the same short sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery using an indigo system catrx aspiration catheter (catrx), a guiding catheter and a short sheath. During the procedure, while advancing the catrx into the coronary vessel, the physician kinked the proximal end of the catrx. Therefore, the catrx was removed. The procedure was completed using a new catrx, the same guiding catheter, and the same short sheath. There was no report of an adverse effect to the patient.